Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with an episode of non-sustained right ventricular oversensing due to noise on their implantable cardioverter defibrillator. The patient came into the clinic on (B)(6) 2021, where the noise was recreated with isometrics. Programming changes were made, although some noise was still seen with isometrics. More programming changes were made without further consequence. The patient also noted that their device was rubbing against their left clavicle, causing discomfort. No intervention was reported to address this issue. The patient was stable throughout.